Event description:
It was reported that the heart monitor that was newly implanted was inconsistently sensing with oversensing and undersensing noted. It was noted that the patient also has an implanted stimulation device as well. Reprogramming may occur once the implant site has healed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.